Event description:
It was reported that there were two issues that occurred with the extension during surgery. The first issue was with the tunneling tool. The plastic carrier piece that held the extension in place while pulling out the tunneler broke off. The physician had to open up the incision wide and locate the piece that was broken off, still holding the two extension ends. A second issue occurred with the boots. The boots came packaged and were stacked one on top of another. When the physician tried to pull them apart, the clear boot ripped at the wider end and was left still attached to the white boot. The doctor used another boot and was able to complete the implant. No patient outcome was available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.